Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the right ventricular (rv) lead integrity alert, oversensing due to non-physiologic signals/sic (sensing integrity counter), and unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (b)(64 2016, ventricular sic up to 3231; ventricular tachycardia (vt) non-sustained episodes and ventricular fibrillation (vf) episodes detected with evidence of lead noise and oversensing leading to inappropriate shock. Rv lead integrity warning occurred on (B)(4) 2016 for sic greater than 30 in 3 days and 2 or more high rate non-sustained episodes. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient received inappropriate therapy by the right ventricular (rv) lead due to oversensing of non-physiologic noise. A lead fracture was suspected. The pace/sense portion was capped and replaced. The defib portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.